Manufacturer narrative:
Records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
(B)(4) received information that during the implant procedure, prior to the leads being implanted, the patient went asystolic and coded. The patient was successfully rescued. It was reported a temporary pacing wire was in place, however was not in a good position. The implant procedure was successfully completed. High right ventricular pacing impedances were noted, however were within range. No additional adverse patient effects were reported.